Event description:
According to the reporter, during the laparoscopic release ventral hernia procedure, the blue balloon (pump) wouldn't fill the dissection balloon with gas and the physician thought it seems as if the balloon was different from what it usually looks like. To complete the case, a new device was used. The incident did not cause the surgeons to change the procedure and the patient did not have prolonged hospital stay. No injury caused to the patient and no extended incisions, no extra tissue loss, no blood loss caused by the event, nothing wrong with the packaging of the product, no need for re-operation. The device is not available to be returned for evaluation.